Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the suture broke during the procedure. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 08/23/2021, it was reported by a sales representative via e-mail that an ar-1588rt acl tightrope rt fell apart as the graft was being raised. Surgeon had to change technique by placing a peek screw. This was discovered during a procedure on 8/18/2021, no patient affected. Please see attached photos.